Manufacturer narrative:
The model, serial number, and date of manufacture were updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges consumer fell out of unit and broke both legs.

Manufacturer narrative:
The date of incident was provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges consumer fell out of unit and broke both legs.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges consumer fell out of unit and broke both legs.